Event description:
It was reported that 9800 system had no image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The customer canceled the service call.